Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were deformed. The device was pulled back and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found central stent damage; stent strut rows 9-11 from the proximal end were lifted and deformed. The crimped stent outer diameter (od) of the undamaged section was measured which is within max crimped stent profile. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. The bi-component showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were deformed. The device was pulled back and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.